Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/02/2016. The fse found a clot in the waste line from the probe wipe. The fse bleached it to solve the drip. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported an uncontained fluid leak of about 3ml from a coulter ac·t diff analyzer after aspiration and during probe wipe. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.